Event description:
It was reported that the ilet user experienced hyperglycemia after a missed meal announcement. No alarms were reported. Symptoms included hyperglycemia with a peak of 383 mg/dl. Outcomes included no health consequences or lasting impact, and the user returned to range thereafter. Investigation included communication with the user and caregiver, and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.